Event description:
Related MFR report numbers: 2017865-2024-69628 and 2017865-2024-69629. It was reported that a patient presented with high pacing impedance on the right ventricular (rv) lead and left ventricular (lv) lead dislodgement due to twiddler's syndrome. The implantable cardioverter defibrillator (ICD) had also migrated deeper in the pocket. The physician elected to explant and replace the ICD and rv lead, and to explant the lv lead with no replacement. The patient condition was stable.

Manufacturer narrative:
The device was returned for device migration. The reported field event is consistent with twiddler syndrome and not a device malfunction. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.